Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as 2134265-2016-01087. It was reported that the burr was stuck on the wire. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). A 1.25mm rotalink plus and rotawire was selected for use. During the procedure, the physician tried to advance the burr through the guide catheter with the rotawire but the burr was stuck in the rotawire. The physician attempted to remove the bur; however, it could not be moved. The physician then removed the whole system and completed the procedure with another of the same device. No patient complications were reported and the patient's status was good.